Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that he removed the battery then received a battery out limit. Blood glucose level at the time of the incident was 135 mg/dl. The customer was previously advised that the insulin pump would be replaced due to the button error alarm.